Event description:
It was reported that the device logged a diagnostic code 1122. The device was reported to have been in use at the time of the event, no patient or user harm reported. The biomed confirmed that diagnostic code 1122 (blower temperature high) was listed the significant event log. The blower temperature was greater than 95 degrees celsius for longer than 60 seconds. The biomed reported that the air inlet filter was clean, and the cooling fan was running. The remote support engineer (rse) advised biomed to run the unit for 24 hours to see if the problem can be reproduced. The biomed reported that the issue could not be reproduced. The rse also provided biomed with the part number for the v60 blower assembly. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The biomed reported that the issue could not be reproduced. The biomed ran the device for 24 hours and the issue did not occur. The blower was not replaced, and the unit was returned to service.